Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the disconnection could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the cassette and transfer set during drain four of four of peritoneal dialysis therapy. The patient stated that the cassette and transfer set disconnected. The patient reconnected and finished therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.